Event description:
It was reported that the patient underwent a posterior spinal surgical procedure with l2-l5 fixation skipping the l4 level. Sometime post-op, the patient underwent a revision surgery to extend the construct to t10-iliac. During the revision it was found that the rod on the right side had fractured at l5. The rod was removed and the new construct was built. Approximately 5 hours post-operative the patient expired from loss of blood. The patient reportedly lost 2000 cc's during the procedure and an additional 3000 cc's post-operatively. The cause of the bleeding was not identified.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.